Event description:
The fse reported that the collimator closed down intermittently. This may cause the system to lock up, resulting in a recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The fluoro functions board was replaced during the service call. The system was tested, found to be working as intended and put back into service.